Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event info and pt status from the hosp , field contact or distributor. Investigation results: visual inspection of the returned device shows that the tension spring components are inside deployment tube and the spring crimps are protruding approx 0.5cm outside of deployment tube. The complaint is confirmed. (B)(4).

Event description:
The hosp reported that during the coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon noticed that the seals were not aligned properly and may have caused the deployment failure. The procedure was completed with a side biter clamp. No other pt complications were reported. This report is for the first seal that did not deploy and a subsequent seal was used to attempt completion of the procedure.